Event description:
Device 2 of 2: reference MFR report: 3006705815-2019-00369. It was reported a cerebrospinal fluid leak (csf) occurred during the trial procedure that took place on (B)(6) 2019. A blood patch was performed and the trial implant was completed. Patient reported headache following the procedure. Postoperatively, effective therapy was established. Follow-up information indicated the patient¿s headache has resolved.